Event description:
It was reported the printer is not working. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. No patient involvement was reported.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) ECG (electrocardiogram) connector is loose on a printed circuit board. Printer drawer roller was binding during the print operation.